Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also mentioned that the ipg was taking longer to charge. The physician did not suspect any device design failure. The patient underwent a spinal cord stimulator (scs) replacement procedure wherein a non-rechargeable and MRI compatible system was implanted. The patient was doing well postoperatively. The explanted device components will not be returned as it was discarded by the facility.